Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms while blousing. The customer's blood glucose (bg) level was 600 mg/dl with a trace ketones. The customer delivered a bolus via the pump to address the high bg level. As the occlusion alarms had occurred in the past and the customer changed the supplies (infusion set tubing and site) prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.